Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effects; however, the treatments appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that the 2.5 x 38mm xience prime and 3.0 x 33mm xience prime stents were implanted in the predilated, de novo, proximal left anterior descending coronary artery (lad) on (B)(6) 2012 in the patient with stable angina. On (B)(6) 2013, at the eight-month follow-up, protocol angiography was performed and no adverse effect was reported. On (B)(6) 2013, 1-year follow-up was performed and no adverse effect was reported. On (B)(6) 2014, the patient had unstable angina. A restenosis in the 2.5x38 xience prime stent was identified and treated with a cutting balloon. The event resolved on (B)(6) 2014. On (B)(6) 2014, the patient had unstable angina. A restenosis in the 2.5x38 xience prime stent was identified and treated with a balloon. The event resolved on (B)(6) 2014. No additional information was provided